Event description:
The customer reported that the battery could not be inserted in the battery slot of this defibrillator preventing battery use. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.